Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: pressure sensor assembly and rinse flow assembly and tubing defective. Correction: replaced defective component. Hamilton medical ag complaint number: (B)(4) follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: summary: safety ventilation: (B)(4).

Event description:
The following was reported to hamilton medical ag: summary: safety ventilation: 332001.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: pressure sensor assembly and rinse flow assembly and tubing defective. Correction: replaced defective component.